Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis, featuring the c3 delivery system. The pt tolerated the procedure successfully. Later this same day, the pt experienced paralysis and paraplegia and underwent corticotherapy. On (B)(6) 2012, the pt was discharged. It was reported that the pt has regained movement from one lower limb and is gradually improving the strength of the other limb. The physician believes the incident was procedure related as apposed to device related.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use for the gore excluder aaa endoprosthesis featuring the gore c3 delivery system states: adverse events that may occur and / or require intervention include but are not limited to; neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional device related to this event include: pxc181400/10252172, pxc201000/10251216.